Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error log and saw the error 4193, this error was not reported to the customer verbally during the site visit. The fse did not attempt to reproduce the error because the issue was obvious. The fse noticed that the cup discard duct was clogged and found a lot of build up at the end of the cup discard duct. The fse cleaned the cup discard duct and ran a daily check and quality control (qc) an no error occurred and the result was within an acceptable range. The aia-2000 analyzer is back in service. A 13-month complaint and service history review for serial number (B)(4) from the date of 27apr2021 through aware date 27may2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator¿s manual under appendix 4 error messages states the following: [4193] y-axis cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to waste chute being clogged of build up.

Event description:
Customer reported that the waste chute keeps getting blocked on the aia-2000 analyzer. The customer has attempted to clear the chute; however, the run keeps crashing. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.